Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-23046.

Manufacturer narrative:
(B)(4). Evaluation: results: the complaint for ¿unspecified¿ was not confirmed. Microscopic inspection of the paddle lead (3228) revealed there were wires detached from the electrodes on the paddle. Continuity testing showed channels 2a and 2b were electrically open. The detached wires could have caused a change in the systems stimulation output. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.